Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation. The patient also had another valve explanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, blade loose from shaft by removing with torque wrench from handpiece. The customer said, that this is not the first time, but the other they made no complaint from. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.